Event description:
It was discovered during a pm that the 9600 system had a calibration problem. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system was re-calibrated during the service call. The system was tested and found to be working as intended and put back into service.